Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. The insulin pump was received without the belt clip and no damage could be verified. No damage was noted on the belt clip slot.

Event description:
It was reported that the customer was hospitalized with a blood glucose level of 1120 mg/dl on (B)(6) 2015. Customer was found unresponsive on the floor and customer's husband called 911. Customer's husband stated that the infusion set fell out of the customer's body, which caused her blood glucose levels to run high. Customer's current blood glucose level is 146 mg/dl. Customer went to the emergency room and had diabetic ketoacidosis. Customer was throwing up and was sick for 24 hours. Customer checked her blood glucose level once and she was at 400 mg/dl when her port was disconnected. Customer was advised to change the entire set, reservoir, and insulin. Customer was also advised to call when the tubing clamp is received to perform the high pressure test. Customer took 5 units of humalog insulin manually today. Customer barely started eating and was induced to a coma to treat for their blood glucose level. Customer also had a battery out limit alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.